Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was set to have scar revision of anchor site, one lead was pulled out of epidural space by the physician. The physician replaced the lead before ending the procedure.